Event description:
On (B)(6) 2024, (b)6) doctor reported to cas that they had an anterior tear during procedure ID# (B)(6). Doctor noted that this has occurred during a few cases.

Manufacturer narrative:
Case # (B)(4) - patient moved during suction cup applanation. Centration was superior causing a lens tilt during treatment of capsulotomy. No intervention was required. Cas to visit surgery site for surgical support.